Event description:
The patient was seen at the implant center for device evaluation in 01/2001. Testing conducted at the center demonstrated their system was no longer functioning. Revision surgery took place in 02/2001. The patient was reimplanted with another clarion device.